Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument was difficult to open. The surgeon converted to a laparotomy to complete the procedure. The hospital has reported the pt's condition is satisfactory.